Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Therapy date of concomitant device is unknown. (B)(6). A device history record review has been requested. Patient code: no patient involvement. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the during a routine inspection, four (4) devices were noted to have product problems. Per reporter, it is unknown when the devices were last used in a procedure. The knob on top of the handle (handle of the inserter for ti elastic nails) was found to be broken. The handle was broken in 3 pieces the tip of the interlocking t25 screwdriver was found to be twisted. The ratcheting handle with quick coupling is having issue with insertion and release of the quick connect. The tip of t15 stardrive screwdriver is worn, twisted and is missing one of its teeth. Concomitant device reported: unknown quick connect (part number unknown, lot number unknown, quantity 1) this is report 3 of 3 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. DHR review part number: 314.115 synthes lot number: 7284650 supplier lot number: na release to warehouse date: 15-mar-2013 supplier: na manufacturing site: (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. Device condition: the screwdriver was received with damage on the distal tip. Specifically, the flutes for each of the points of the star drive show dents, bending, and wear. No breaks were observed but significant bending and warping of the distal edges such that the distal points no longer protrude as intended was noted. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed but differs slightly from the reported condition as it was determined that no breaks were present but significant wear and deformation of the distal tips was observed. Replication of the complaint condition is not applicable as the device is already worn and deformed. Lot number review: no service history review can be performed as part number 314.115 with lot number(s) 7284650 is a lot/batch controlled item. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 15-mar-2013 drawing review: based on the date of manufacture the drawings reflecting the current and manufactured revision, were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to the damage, accurate dimensional inspection of the distal stardrive feature could not be performed. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. The condition is consistent with forceful handling over the devices approximate 5year lifespan. Conclusion: a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as bending and warping of the distal edges such that the distal points no longer protrude as intended was observed. There were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.